Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer went to the emergency room with a bg value of 70 mg/dl. The customer was treated with carbohydrates and intravenous fluids of saline and dextrose. Reportedly, the customer was discharged later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.